Event description:
The device was used during a thoraco bullectomy. Reportedly, the staple did not release for the cartridge and the staples did not form properly. Another device was used to finish the procedure. No pt injury was reported.